Event description:
It was reported that, during a procedure, the allura machine was not switching on. No patient harm or injury was reported in association with this event. It was later confirmed that there was a blue screen error that occurred on the data monitor while booting. It was suspected that there was a hard drive disk issue. It was later confirmed that the os hard drive disk was replaced on the host pc with a new unit. Software was reloaded and the device was returned back to functionality. An investigation has been opened to evaluate this event.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system will not turn on and blue screen error occurs in data monitor while booting. Upon functional testing, the fse found that the os hard disk of the host pc had failed. The fse replaced the host pc's os hard disk and reloaded software. After replacement of the host pc's os hard disk and reloading of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code, evaluation method code and component code was corrected.